Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured saccular cavernous carotid aneurysm, the physician reported that a pipeline device was twisted. The patient's vessel was reported to be severely tortuous. It was reported that when the pipeline was being deployed and it became twisted. An attempt was made to untwist and also to cork the device. It was unsuccessful. The device was left with twist after multiple attempts to open it with balloon. The distal and proximal ends were open and fully apposed to the wall. During all manipulation to untwist the pipeline a carotid cavernous fistula was created proximal to the aneurysm. As a result, a coil embolization was used to sacrifice the vessel. Angiography post procedure result showed complete vessel occlusion. It was reported that the patient suffered a stroke. The pipeline device will not be returned because it was implanted.

Manufacturer narrative:
The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).